Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that every time the patient charged her device since (B)(6) 2014, she broke out in severe hives all over her body, like she was having an allergic reaction. It was noted that the hives went away hours later. The reporter noted that the patient charged every 12.8 days. It was noted that the patient felt the recharger get warm but not super-hot. The reporter noted that the patient did not use lotion and did not have any problems with heat in general. It was noted that the health care professional would look at the patient and decipher what to do. The reporter later noted that the health care professional was going to replace the implantable neurostimulator to a primary cell. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient was to decide regarding the replacement. It was noted that nothing was scheduled yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.